Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 257 mg/dl and was addressed with a manual injection. The customer connected the pump to charge and the pump turned on. Reportedly, the customer would continue to use the pump for insulin therapy however the customer also has manual injections available.